Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Complainant in japan reported the automated impella controller (aic) had optical signal issues. The position waveform suddenly disappeared while on support. The aic had been used beyond its service life and the staff replaced the aic. After replacement, the position waveform appeared and support continued. There was no patient harm.

Manufacturer narrative:
The investigation of optical signal issue has been completed. According to data and device analysis the root cause was a defective optical bench. During the investigation a controller error was discovered. The root cause of the ¿controller error (opm comm crc invalid) [optical pump connected] - alarm issued (i.e. Aic - loss of opm data)¿ was determined to be a firmware issue. G2 report source; foreign was missing from manufacturer device report 1220648-2024-25053.